Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 32 mmol/l. Customer stated that insulin pump alarmed for insulin flow blocked alarm during basal or bolus or fill cannula which was caused by infusion set and reservoir connection issue. Customer stated that insulin pump alarmed for no reservoir detected. Customer was on manual injection to treat high blood glucose. Insulin pump will not be returned for analysis.